Event description:
It was reported that pump displayed malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through resetting pump, and malfunction did not recur; customer was advised to continue using pump and to call back if any malfunction code appeared again, and acknowledged understanding of these instructions.